Event description:
During a premature ventricular contraction procedure in voxel mode, after mapping with the mapping catheter, 14 lesions were completed with the ablation catheter in the right ventricular outflow tract. After ablation was completed, the patient became hypotensive. An ice(intracardiac echocardiography) catheter was then placed to assess for an effusion and an effusion was noted. The patient was monitored on the table for 20 minutes before a pericardiocentesis was completed, stabilizing the patient. The physician does not allege an abbott device caused the effusion and there were no alleged performance issues with any abbott devices. The physician alleges that the non-abbott cryo balloon (medtronic) catheter caused the effusion. The effusion was not caused by rf ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).